Event description:
Customer reportedly received results in the 500's (mg/dl) and result in the 20's and 30's (mg/dl) within 10 minutes on the compact plus sytem. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.